Event description:
End user alleges that during his aid raising the head section of his unknown bed the transaxle snapped, dropping him and having the head board collapse in and hit him in the head and the neck. The end user believes he has a concussion but has not yet seen a doctor.